Event description:
Conmed/linvatec arthroscopic shavers clogged immediately when starting to use them on the pt's meniscus.what was the original intended procedure?right knee arthroscopy with partial lateral meniscectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.